Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a carto 3 system. The visitags disappeared after respiratory gating was completed. Reloading the carto application did not resolve the issue. They disabled the respiratory adjustment and the issue was resolved. The procedure was continued. There was no patient consequence. User error related issue. It¿s a normal system behavior with visitag software module. The respiratory adjustment enabling after ablation session can cause disappearing of visitags. The system is operational. The device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a carto 3 system. The visitags disappeared after respiratory gating was completed. Reloading the carto application did not resolve the issue. They disabled the respiratory adjustment and the issue was resolved. The procedure was continued. There was no patient consequence. The visitag investigation is in process to determine patient risk when not functioning properly; however that investigation is not complete. Therefore, in taking a conservative approach this event has been assessed as reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Contact office and manufacturing site should reflect: (B)(4).